Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient woke up covered in sweat. The patient¿s cgm reading on his tandem insulin pump was 200 mg/dl. No bg meter reading was taken at this time. The patient called 911 and passed out prior to emergency medical services arriving. Ems transported the patient to the emergency room. At the ER, the patient¿s bg meter reading was 34 mg/dl and the cgm was reading 245 mg/dl. The patient was treated with IV sugar water. The patient was discharged home after approximately 4 hours. At an unspecified time during the event, while in the hospital, the patient reported that the pump was displaying 200 something mg/dl and their bg was 130 mg/dl. The patient was in good condition at the time of report. There were no reported glucose values available during the time the patient was symptomatic to search within the parkes error grid calculator. The reported glucose values fall while the patient was in the hospital within the e zone of the parkes error grid. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.